Event description:
During the pulse field ablation procedure, a fluid valve leak was observed on the agilis sheath during the insertion of the advisor hd grid catheter. The agilis sheath was removed and flushed, but the leak persisted. The agilis sheath was subsequently replaced, and the procedure was completed successfully with no adverse consequences to the patient.